Event description:
It was reported via repair work order that the pump power cord had exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device not repaired.